Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and the driver appeared to have no signs of cosmetic or physical anomalies and a review of manufacturing records did not yield any relevant findings. The green light led indicator flashed green when activating the trigger which indicates the ez-io still has sufficient power to perform insertions. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, force to bog down test, motor inspection, battery test, and firmware analysis. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." Therefore, we were unable to confirm the complaint. The potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.

Event description:
It was reported that the adult patient had suffered a seizure. The clinician attempted to obtain IV access peripherally but was unsuccessful. At which time they attempted to insert the ez-io into the patient's left leg. During insertion, when pressure was applied the driver lost all power and stopped working. They could not place the IV. Two medics attempted three peripheral IV lines with no success after the issue with no power to the driver. The emergency dept at the hosp was able to obtain access with their ez-io. They do not know if this caused a delay in treatment and there was no patient death or complications reported.